Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8591-38, lot# d13676, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
The healthcare professional reported that the patient was admitted to critical care on (B)(6) 2015 because of overdose symptoms. The patient was obtunded. The hcp had given narcan multiple times which helps when they give it. It was noted that the patient is on oral medications in addition to the pump. The pump was used to deliver hydromorphone at an unknown dose and concentration. However, it was reported that the patient's dose had been ordered to be lowered to 6 mg/day. The indication for use is non-malignant pain and failed back surgery. Further follow up was done to determine patient outcome, if any diagnostics were performed, and the cause of the event. If additional information is received a follow up report will be sent.